Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with blood glucose levels over 300 mg/dl. The customer's insulin pump had been replaced earlier, and he was unable to control his blood glucose levels on his own. After the customer received his replacement insulin pump, his blood glucose levels went back to normal. His most recent blood glucose reading was 132 mg/dl. Nothing further was reported.